Event description:
On (B)(6) 2010 pt reported she started using a different type of infusion set and the insulin is leaking at the cannula. Pt stated her blood glucose level has been higher since she began using the new infusion sets. Pt reported her blood glucose level has been as high as 472 mg/dl. Pt stated her blood glucose level today has been 384 mg/dl and 379 mg/dl. Pt's normal blood glucose range is 100-140 mg/dl. Pt reported she will treat herself with a "large bolus" which will bring blood glucose down some. Pt stated the infusion device has not displayed an error messages. Pt reported the infusion headset has been changed every day because it has been leaking at the cannula. Pt stated the adhesive gets all wet with insulin. Pt reported she has no headsets to return. Had pt disconnect and attempt to prime; insulin dripped from the infusion tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. Sending replacement infusion sets; no product return was requested.